Event description:
Home patient (hp) reported a system error alarm 2240 during drain 2 of 4 during apd treatment. Hp had accidentally disconnected hp's pt line causing the alarm. Hp discontinued treatment at time of the 2240 alarm. Rn reports no pt injury or medical intervention required.